Manufacturer narrative:
A visual examination of the returned device revealed that the distal tip detached exposing the tip of the metal corewire. The complaint is consistent with the return that the distal tip was detached exposing the tip of the metal corewire. However, the device was use past the expiry date, so it could have affected the device performance in a clinical setting. The event date reported is (B)(6) 2015, however the batch expiration date was on 04/20/2015. Based on all gathered information, the most probable root cause is user error. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a drainage procedure performed on (B)(6) 2015. According to the complainant, stent replacement was performed to the patient who had a stricture at the proximal-middle bile duct. After the biliary stent was removed, a non bsc cannula was used and cholangiography was performed. The physician inserted the jagwire guidewire and tried to cross it into the stricture however, the guidewire was stuck and the hydrophilic tip detached exposing the tip of the metal corewire. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a drainage procedure performed on (B)(6) 2015. According to the complainant, stent replacement was performed to the patient who had a stricture at the proximal-middle bile duct. After the biliary stent was removed, a non bsc cannula was used and cholangiography was performed. The physician inserted the jagwire guidewire and tried to cross it into the stricture however, the guidewire was stuck and the hydrophilic tip detached exposing the tip of the metal corewire. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Reported event of guidewire distal tip detached exposing the tip of the metal corewire. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.